Event description:
It was reported that during a post-operative visit it was noted that the implanted intraocular lens (iol) does not act like an eyhance iol. Account provided that the lens gave a ghost vision that the doctor corrected with the cylinder and could not get more than 20/100 up close. However, with a refraction of +2.50, 20/20 was achieved. Account stated that everything points to the lens acting like a monofocal. This caused a temporary visual impairment. Reportedly, the symptoms have significantly impacted the patient¿s daily activities. The doctor plans to explant the lens; however, procedure has not yet occurred. No further information was provided.

Manufacturer narrative:
Additional information: pt info: unknown/no information. (B)(6). If explanted, give date: not applicable, as lens remains implanted. The lens has not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.